Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, gender or weight. All system and assay parameters were performing within specification. There were no errors or flag associated with this event. The access ft3 reagent was not returned for evaluation. The cause of this event cannot be determined with the available information. (B)(4).

Event description:
The customer reported obtaining a false high access ft3 (free triiodothyronine) result on their unicel dxi 800 access immunoassay system (serial number (B)(4)) for one patient. The initial result recovered above the assay reference range. The result was released out of the laboratory. There was no report of change in patient treatment associated with this event. The customer re-analyzed the patient's sample using three (3) different methodologies, and recovered with lower results. The sample was re-analyzed on an abbott architect system, a fujirebio lumipulse system and an unidentified third methodology. The sample was collected in a serum separator tube and centrifuged for five (5) minutes at 3000 rpm (revolutions per minute). There was no report of sample integrity issues. Calibration, quality control (qc) and system check parameters met assay and system specifications.

Manufacturer narrative:
Adverse event and/or product problem: no malfunction. The customer provided one patient sample to beckman coulter (bec) complaint handling unit (chu) for interference testing. Bec chu initial internal testing of the provided sample yielded an access free t3 result which was above the assay's normal expected values; thus customer's results were confirmed. Further internal functional testing demonstrated that biotin and/or anti-streptavidin interference was the cause of the reported elevated and discordant ft3 results. Per the ft3 IFU, part number a33730 g, "patient with biotin (vitamin h) treatment may have elevated free t3 levels due to displacement of the biotinylated t3 analog from paramagnetic particles coated with streptavidin." In conclusion, a patient source interferent is the cause of this event.